Event description:
Three level pyrenees plate broke at the corpectomy level approx 7 months post-op. The pt was revised by a different surgeon but wanted to keep the implant so it will not be returned.

Manufacturer narrative:
The plate reportedly broke half way across the interface at the corpectomy level which reportedly had fused however, the device will not be returning to the MFR for eval. The pt also reportedly had a single-level interbody which had not fused. Several attempts have been made to obtain add'l pt history info and x-rays however, that info has not been made available. In the absence of add'l details surrounding the incident, this report is being filed as a precautionary measure.